Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-25229. It was reported one of the pt's leads migrated after experiencing a fall in 2013. In turn, the pt is experiencing ineffective stimulation in a unintended area. The pt will undergo surgical intervention to address the issue. All leads are being reported since it is unknown which lead migrated.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.